Event description:
It was reported that a patient presented in-clinic. Prior examination of the patient's pacemaker revealed an inability to interrogate via radio-frequency telemetry as well as an incorrect elective replacement indicator diagnostic. Surgical intervention was planned but was not yet performed. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
New information received notes that the pacemaker was explanted and replaced on (B)(6) 2022. No additional patient consequences were reported.

Manufacturer narrative:
The reported event of ¿failure to interrogate¿ could not be confirmed. The reported event of ¿incorrect measurement¿ could not be confirmed. As received, the device was at elective replacement indicator level. The interrogation with the merlin programmers were stable and normal throughout the entire tests however wireless connectivity was disabled due to device being at eri. The valve replacement procedure is consistent with the false eos date. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including battery assessment indicate normal device characteristics. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device is considered as normal battery depletion.